Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been ambulatory prior to a pump replacement on the prior friday, but had since been unable to walk on his own. It was stated that the patient's spasticity had not returned, but it was not felt that the patient was too loose. The patient's neurologist felt like everything seemed fine from a surgical standpoint. Initially, the catheter was planned to be replaced as well, because of an attempted dye study where aspiration was not possible. However, the surgeon decided that the replacement was not necessary after he cut the catheter and checked both sides for patency. The catheter was then spliced back together and aspirated from the catheter access port to make sure he was getting good flow. The reporter stated that the surgeon did have difficulty with using the splicing kit, specifically with "threading it" and getting the catheter to "go over the pins". It was noted that the surgeon had let the cerebrospinal fluid (csf) drain though the catheter for a while during surgery. The device system was infusing gablofen. Later that day, it was reported that the patient had not had a dose adjustment and had not been given a bolus. Additionally, the pump had been updated on the day prior to report. Another report, that same day, stated that about 4 ml of csf were aspirated from the catheter access port, and there seemed to be blood mixed in. Also, x-rays had been taken of the catheter connector. It was also noted that following a dye study, the catheter was not re-primed. The reporter felt that it "would be safe to just go ahead and prime the catheter". Surgery was scheduled for about 15-20 minutes after the time of report. In another report, later that same day, it was stated that a laminectomy had to be performed to implant the new catheter. It was reportedly too deep to get the anchor in there. At the time of report, the proximal end of the catheter had been attached to the pump, but the distal end had not been anchored. About two weeks later, it was reported that the patient experienced a change in therapy about two days after the pump replacement. He was evaluated and admitted on (B)(6). There he was taken to interventional radiology to check the catheter and it was found that aspiration was not possible. It was reported that the patient was taken in for a catheter revision on (B)(6) where the physician was unable to aspirate the catheter access port, so it was decided to replace the entire catheter.

Manufacturer narrative:
Product ID: 8780 serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8709 lot# j10807r04, implanted: 2001 (B)(6), product type catheter product ID: 8590-9 product type accessory product ID: 8840 product type programmer, physician. (B)(4).

Event description:
It was later reported that the catheter was blocked and the pump was only working intermittently. On (B)(6) 2013 a fluoroscopic guided baclofen pump check was performed. Contrast pooling around the pump was noted and the hcp questioned whether there had been a mechanical disconnection from the proximal catheter connection. A revision was done. The signs and symptoms the patient experienced was increased spasticity. The patient outcome was noted as no injury.